Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012, to report that on (B)(6) 2012, pt was found unresponsive at the hospital around 9:55 pm and pronounced dead at 10:07 pm. Pt's father explained that pt was in recovery after surgery for gastroparesis. Surgery occurred on (B)(6) 2012 at around 12 pm. Pt entered recovery at around 1 pm. Pt ate dinner around 5:45 pm before which her bg was measured at 64 mg/dl. Pt's father was able to see and speak to pt around 6:45 pm, a time during which father reports that pt was feeling fine and walking around. At the time of his call to dexcom technical support, pt's father reported that autopsy results were still not available and that pt's bg at the time of death remained unk. Dexcom technical support has made several attempts to collect further info from pt's father but has not been able to reach him as of yet.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.